Manufacturer narrative:
An event of stenosis and resulting high gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. In (B)(6) 2019, the patient presented to the hospital with decreased ef (ejection fraction) and increase gradient. The cusps of the trifecta valve seemed to be thick and not moving when an echocardiogram was performed. On (B)(6) 2019, a valve in valve procedure was performed and a medtronic evolut r was implanted. The patient was reported to be in stable condition.